Event description:
It was reported that a syringe plunger error was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device did not notice any external damage. The pump event history showed a plunger not in place alarm in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, when setting up for flow test. The q1 was damaged. Replaced plunger pcb and that cleared up the problem. The board was glued down but was knocked loose from the case, did not notice any external damage to the board. The root cause of the reported issue was unable to be determined. The technician replaced the plunger board. Device passed all functional and delivery testing.